Manufacturer narrative:
Review of received information and photos: on-site investigation was performed by our field service engineer. According to received information, the expiratory channel printed circuit board and pressure transducer printed circuit board were found contaminated with liquid. The additional information has been requested for further investigation but has not yet been received.

Event description:
During the inspection of the ventilator it was discovered that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).